Manufacturer narrative:
(B)(4). This report is being filed for an international product (B)(4) that has a similar product distributed in the us (B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the doctor questioned one patient result of 13,905 miu/ml for the architect total b-hcg assay as it didn't align with the patient's history of results around 140,000 miu/ml. Both samples (the original with the 140,000 miu/ml result and the new sample with the discrepant result) were retested and results of around 140,000 miu/ml were generated. No impact to patient management was reported.